Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process due to a melted base under the battery. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a device did not meet the acceptance criteria of the evaluation process due to a melted base under the battery. During the evaluation of the device the allegation was confirmed. Base enclosure kit, including faa label, and front case have all been replaced.